Event description:
The customer reported the system made a loud pop and shut down. The system arced (loud pop) and shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.